Event description:
A malfunction alarm identified as malfunction code 0 occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue returns, and they acknowledged this guidance.